Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) of 2017. If explanted, give date: unknown, information not provided. However, it was reported that the explant occurred (B)(6) of 2017. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's retina separated after the implantation of a za9003 19.5 diopter lens into their left eye (os) on (B)(6) 2016. It was later explanted in (B)(6) of 2017 because the patient experienced an infection in the operative eye. Reportedly, an injection was given, but did not clear up and resulted in fungus. There was no replacement lens after the explant and the patient remains aphakic. Also, the patient was prescribed prescription eye drops (prednisone) to take daily. There are no further plans of intervention at this time other than to follow up with the doctor and remain aphakic. Reportedly, there was no patient injury and the patient is doing fine, but just can't see out of the operative eye. No additional information was provided.